Event description:
Falsely elevated troponin I results were obtained on initial and sequential pt samples. Results were reported to the physician. The samples were repeated on an alternate method and negative results were obtained. The pt was transferred to a central hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Three (3) samples from this pt were received by siemens for analyze for heterophilic/non-specific binding interference. Siemens testing verified the presence of heterophilic interference. The IFU for dimension vista ctni flex reagent cartridge contains the following limitations of procedure: "pt samples may contain heterophilic antibody that could react in immunoassay to give false elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibody. Nevertheless, complete elimination of this interference from all pt specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution." The instrument is performing within specifications. No further eval of the device is required.